Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) exhibited undersensing which lead to early classification of atrial tachycardia/atrial fibrillation (at/af) episode termination. The right ventricular (rv) lead was also reported to be undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-06-23: it was further reported that the patient died.